Event description:
It was reported that during a ovarian resection procedure, the tissue pad was damaged and detached off. As the fallen piece was already retrieved, no pieces were left inside the patient. Another device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.